Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) connected with the customer and confirmed the reported issue. The client reported rebooting twice and hearing beeping from the equipment room. Upon performing a third reboot, the system started up fully and functioned as expected. The philips field service engineer (fse) visited the site, confirmed that the system was operating as intended. After the reboot, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.